Event description:
The pulmonary director noted an electrical cord to be very loose where it connects to the ventilator.what was the original intended procedure?not applicable.device #1is this a laboratory device or laboratory test?no.